Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint receiver was not returned for evaluation. However, the transmitter (9438-05/69d44) that was being used with the receiver was returned on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.